Event description:
The pt presented in the ER with abdominal pain and distention. A CT scan showed a high-grade large bowel obstruction secondary to lead migration. The pt was taken to surgery. The leads were noted to be redundant within the abdomen, creating a loop. The cecum was mobile and the cecum, along with the terminal ileum, had herniated through the loop and dilated, creating the bowel obstruction. The leads were cut and explanted and the cecum was fixed to the anterior abdominal wall. There was no evidence of infection and bowel resection was unnecessary. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was previously reported that there was a white cell count of 16. Total procedures performed included diagnostic laparoscopy, lysis of adhesions, detorsion of cecal bascule, and removal of leads. The healthcare provider noted that the patient probably had cecal bascule as underlying predisposition.